Manufacturer narrative:
The hill-rom technician found the right side trend button was stuck. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Hilow columns: inspect the column assembly for the presence and tightness of the attachment screws and the snap ring at the bottom of the column. Repair as necessary. Fully raise and lower the bed frame one time. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Make sure the bed not down position indicator illuminates on the control pendant and goes out when the bed is in the low position. Replace the defective column(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right side trend switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head hilow self ran down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).